Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine during dwell 4 of 5. The technical service representative (tsr) explained the alarm and had the home patient (hp) close the clamps then cycle power. The tsr advised to discard supplies and finish with a manual. The alarm cleared. There was no patient injury or medical intervention associated with this event. No further information is available.